Event description:
During the procedure, the vessel collapsed and one of three stents migrated during deployment.

Manufacturer narrative:
As reported by the pt, the physician placed two stents in one vessel and while trying to place a third stent, the segment between the first two stents began to "collapse". One of the stents moved and part of the stent was extending into the aorta and was bent over. The pt reports he has had increased angina/chest pain since procedure. He started on coumadin two weeks post-procedure "because he was having angina." In addition, the pt had a tia 1-2 weeks after the procedure. This product is not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. This is one of three products used in the same procedure that are reported under the following manufacturing numbers 3003742446-2006-00653, 3003742466-2006-00654 and 3003742446-2006-00655.